Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had a significant pump pocket infection and was essentially a failure to thrive. As the patient was being transferred back to the hospital, she suffered from respiratory and expired. It was reported that there was question as to whether the device was working properly; however, based on the information obtained by the vad coordinator at the hospital from the nurses on staff, the device never had any technical alarms and none were heard on the night of the event. According to the vad coordinator, a system controller exchange was made at some point and the new controller was reported to function without incident.